Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 239 mg/dl. It was found that the customer fell into the pool prior to receiving the button error. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly. Unable to verify the button error alarm due to blank display. The device was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.